Manufacturer narrative:
The device history record was evaluated and no deviations or discrepancies were observed. Returned device was evaluated and the complaint was confirmed. Device met specifications except in the area of damage which could not be measured. The distal prong of the inserter was fractured off. The fragment was not returned. No radiographs confirming the location of the device fragment was received. There was no patient injury reported with the event. The surgeon elected to leave the fragment in-situ. Labeling review notes: "intraoperative management breakage, slippage, or misuse of instruments or implant components may cause injury to the patient or operative personnel." "Manual surgical instruments warnings ...care should be taken in handling such instruments to avoid injury to the user or patient." The root cause is unknown, but the fracture may be the result of excessive manipulation of the inserter device during implantation.

Event description:
During a transforaminal lumber interbody fusion (tlif) surgery, one of the distal prongs of the interbody inserter fractured while inserting the peek interbody cage. The peek cage was successfully placed but the inserter fragment remained. The surgeon elected to leave the fragment in-situ. No patient injury was reported.